Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was in the hospital from (B)(6) 2016 to the (B)(6) 2016 and they had two cat scans done and did not have their patient programmer (pp) with them to turn device off. Patient was okay before they went to the hospital but now they could not adjust their device. Patient noted that the problem was that implant was "sticking out in their butt" but now it was "flat in their butt" where they could not control it. Patient confirmed hospitalization and cat scans are unrelated to device/therapy. Patient was able to communicate with implant and confirmed implant was off using pp. Patient turned implant on and was able increase stim. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.